Manufacturer narrative:
Product analysis #(B)(4):2023-03-30 17:29:20 cdt web mre motews product analysis task update tested by date: 2023-03-30 findings and conclusions: the returned tracker would not track when connected to a known good system. Afc: nafc0118 - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2023-mar-24 (B)(4): medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery. It was reported that the navigation system was not recognizing the balloon instrument. They had two balloons open and both were not working. Technical services (ts) was troubleshooting their second balloon instrument. Troubleshooting was performed. They looked at the 4 quadrants to confirm that the side emitter was working and it was green and connected. The instrument was a red circle when in the field of view. They changed back to the first balloon and it was green. At that point both instruments were plugged into the machine. There was a delay of less than 1 hour and no impact on patient outcome.